Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Int'l distributor contacted dexcom technical support on (B)(6) 2011 to report that a pt noticed some blood on his shirt and upon sensor removal, pt noted that sensor wire was missing. Pt believes that broken sensor wire is still inside his skin. Pt has not sought medical intervention but insertion site is bruised, itchy and inflamed.